Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). Venous access was obtained, and the trans-septal puncture (tsp) was performed using a versacross connect system with the was sheath. The versacross connect system was advanced to the superior vena cava (svc). Tsp was attempted twice when an effusion was noted on the right side of the heart. A pericardial tap was performed to treat the effusion removing 450ml of red blood. The patient hemodynamics remained stable. The procedure was aborted after the effusion was discovered. There were no further complications, and the patient was discharged two (2) days later. The patient will be rescheduled for laac in three months.